Manufacturer narrative:
The onyx will not be returned for evaluation as it was implanted in the patient. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient experienced a blocked cranial nerve after onyx placement. It was reported that the physician "went too far" during the onyx procedure. The patient underwent several surgeries to repair damage including face lifts. The patient reportedly must now drink from a straw and cannot eat in public.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient stated they had an aneurysm repair done using onyx liquid embolic on (B)(6) 2009. The patient stated the procedure paralyzed their face and has had several facial surgeries since. The patient noted that their lip feels dead, throat is partially paralyzed and one eye won't completely shut and that they have been unable to smile since and has trouble with certain foods and beverages because of the throat issue. The patient also noted having brain swelling at the time. This case was back in 2009 and patient stated they had reported this several years ago but doing so again in case new details.